Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and increasing/high thresholds. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and increasing/high thresholds. It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.